Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on sept 05, 2023.

Manufacturer narrative:
This report is submitted on september 29, 2023.